Event description:
It was reported that a user experienced a transient signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet that resolved when the call connected; education and troubleshooting were completed, and there were no alerts or alarms. The user experienced a blood glucose peak of 240mg/dl with no associated clinical symptoms reported. Outcomes included no clinical intervention, no hospitalization, and recovery as glucose declined. User support included remote troubleshooting and user education regarding cgm-to-ilet communication. Investigation of this case revealed a temporary communication interruption without persistent device malfunction, elevated glucose temporally associated with a meal and not with device failure. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm communication interruption.